Manufacturer narrative:
1. Summary of investigation results: this investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys ft4 IV results for one patient from a cobas e 801 module analyzer. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For the pending event: 1. Summary of investigation results: the investigation did not identify a product issue. A general product problem can be excluded. The differences generated between the different methods most likely relate to normal methodological differences. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. 2. Summary of follow up/corrective actions taken: no additional follow up actions were taken.